Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was hemolysis and stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "the sample drawn spills and hemolyzes during centrifugation. The cap sounds harsh and explodes inside the centrifuge."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were sent to franklin lakes for appropriate testing for 2nd stopper creepout. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout. Bd is unable to confirm this complaint for stopper pop off in centrifuge, based on retain sample testing results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history revealed no trend for either stopper pop off or hemolysis. No further testing is required for hemolysis since it was a consequence of the spilled sample in the centrifuge. This complaint is unable to be confirmed for stopper pop off or hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer sst blood collection tube there was hemolysis and stopper pull out of tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "the sample drawn spills and hemolyzes during centrifugation. The cap sounds harsh and explodes inside the centrifuge."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.